Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The patient's daughter reported that the pump therapy medication dose was increased on (B)(6) 2016, and the patient experienced increased pain the following day. On (B)(6) 2016, the patient had significantly increased pain and was instructed by the physician to deliver a bolus using the patient therapy controller (ptc). On (B)(6) 2016, the patient was unresponsive and vomited bile. The patient was then admitted to the hospital for 12 days and later stayed in an assisted living facility with 24/7 care for 22 days. The patient was sent home and later expired on (B)(6) 2016. The cause of death and pump disposition are unknown.